Manufacturer narrative:
(B)(4). Device evaluation: visual examination of the device found that it was returned in two sections. The device was separated at the rapid exchange (rx) bond. The distal shaft, from the proximal bond to the rx bond, was elongated to a length of 286mm. The midshaft, from the rx bond to the midshaft to hypotube bond, was elongated to a length of 347mm. The inner lumen was detached immediately distal to the rx bond. The inner lumen was kinked within the distal end of the balloon. The balloon had evidence of being inflated. No damage was observed to the balloon or blades. No other damage was observed on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure the balloon got stuck inside the sheath. The 90% stenotic lesion was located in the moderately tortuous and non calcified antebrachium shunt. The physician introduced the 4.00mmx1.5cm flextome cutting balloon and during the procedure the balloon and non-bsc guide wire got stuck inside the sheath. While the physician was manipulating the device, the shaft became elongated. The procedure was completed with a different device. No patient complications were reported and the patient's condition is reported as good. However, the returned product analysis revealed that the shaft had detached/separated.